Event description:
Reporter stated pump over infused. Therapy was tpn with a total bag volume of 230 ml plus 25 ml over fill. Therapy was over 16hours with 1 hr ramp up and 1 hr ramp down. Reporter stated her report did not state how fast pump infused. No adverse results were reported or medical intervention.